Manufacturer narrative:
Evaluation of the returned device was completed. The x-ray evaluation revealed that the cam assembly was activated four (4) times and no stents were found. In addition, the returned device was functionally tested and found to function as intended. No other non-conformances were found during the inspection. Based on these findings, the root cause of the reported event could not be conclusively determined. However, the initial report noted that surgical technical / experience with the device contributed to the reported event. MFR#: reference: (B)(4). H3 other text : placeholder.

Event description:
Through follow-up, the following additional information was received. Reportedly, the patient underwent uneventful cataract surgery followed by stent implantation attempt. Per report, ¿the surgeon got too nervous from the thought the first stent was not implanted successfully¿. The stent could not be visualize postoperatively and there was no adverse impact due to stent positioning. The patient¿s most recent status was reported as ¿recovered- normal condition and resolved¿.

Manufacturer narrative:
Additional information: b5. MFR# reference: (B)(4).

Manufacturer narrative:
The stent could not be located, thus date of implant was indicated. The device has not been returned; therefore, product testing on the actual device could not be performed at the time of this report. The device history record review of the manufacturing lot was performed and there were non-conformities found to be related to the reported event. A review of the device labeling was completed. Malpositioned stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the information received, the root cause of the reported event was due surgical technical/experience with the device. The IFU states that the safety and effectiveness of the istent inject trabecular micro bypass system has not been established for implantation of more than two stents in one eye. MFR# reference: (B)(4).

Event description:
It was reported that during a left eye cataract plus trabecular micro bypass stent system procedure, the surgeon was unable to implant one (1) of the two (2) stents, and that stent could not be located intraoperatively. Subsequently, a back-up device was used to implant two stents successfully. There was no surgical/medical intervention required. Per report, surgical technique, or experience with device contributed to the reported event. Additional information has been requested.